Event description:
Initial hba1c results of 9.5% and 12.1% on different patient samples. Same samples repeated recovered 5.2% and 7.0% respectively. No information provided to determine if results were used to guide therapy. The field service representative performed performance check tests which were within specification.